Event description:
The advocate contacted customer service on behalf of a (B)(4) customer. She alleged that his contour link meter was reading high. On one occasion, contour link read 342 mg/dl, while another meter read 145 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.